Manufacturer narrative:
(B)(4). Date sent: 08/02/2021. D4: batch # u5dc8m. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the long60a device was returned with no apparent damage and with one ecr60d reload loaded in the device. The reload was received fully fired. Further analysis shows that the proximal nozzle does not allow moved the articulate of the device. In addition, the device was tested for functionality with a test reload and achieved its complete firing sequence. However, on the third fired the trigger was noted stiff. The staple line and cut line were complete and the staples meet the staple release criteria. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted along the shaft and articulation that did not allow free movement of the articulation and the fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. One possible cause for the corrosion condition may be exposed to a cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: could you please provide more details to the "defective stapling" mentioned? No more information. Is the current patient status known? The patient doing well and the postoperative follow-up was simple. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that during a sleeve gastrectomy and with the stapling of the stomach, defective stapling at the 4th stapling plication of the stomach without stapling. Reported consequences for the patient were stomach perforation, absorbable thread stitches, drainage, risk of fistula.